Manufacturer narrative:
The 25-gauge laser probe was received and a visual assessment of the returned sample showed a non-conforming tip. The visual assessment of the returned 25-gauge laser probe showed a missing nitinol tip. No trocar testing could be performed due to the condition of the received 25-gauge laser probe. The 25-gauge laser probe was packaged on (B)(6) 2020. There were 1,488 paks associated with this lot. Based on assessment, the product met specifications at the time of release. It should be noted that the 25-gauge flex laser probe are visually inspected during manufacturing to verify the tips are conforming. The root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an ophthalmic surgical procedure the laser probe did not fit into the trocar. There was no impact to the patient. Procedure details have not been provided. Additional information has been requested but not received.